Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: unknown. G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery approximately a month ago due to the implants disassociating. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.